Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump in use leading up to the hospitalization and high blood glucose. The customer reported a blood glucose value of 570 mg/dl. The customer reported hyperglycemia, ketoacidosis, elevated ketones/diabetic ketoacidosis, vomiting, and fatigue treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return was requested for mmt-1886. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 16-dec-2024 of the daily total collection start time, the daily total of basal insulin delivered = 16.575 u and daily total of bolus insulin delivered = 27.025 u which is equal to the daily total of all insulin delivered = 43.6 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of dd-mm-yyyy, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked up and down button keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.